Event description:
It was reported there were coupling and or communication issues. It was noted the patient had seen low battery on their patient programmer a couple days prior to report. Patient attempted to use recharger and no coupling boxes were filled in. Stimulation was off. It was also noted the implantable neurostimulator (ins) moved and "stuck out way too far." Patient was wear lidocaine patches to protect device from bumping things. Patient has pain in their back, hip and groin area. Patient stopped feeling stimulation the previous day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension.